Event description:
It was reported that, "the patient was having pain so the surgeon revised."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 16deg 30mm, cat# nls-301600p, lot# 31894002; restoration adm. Cup w/ha, cat# 1235-2-501, lot# g2961009; alumina c-taper head 32mm/+5, cat# 17-3205e, lot# 272842; unk poly. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the evaluation summary will be submitted in a supplemental report.